Event description:
It was reported that the door to the radio frequency head compartment is broken. Also, the printer tray handle/release is broken resulting in difficulty in removing to replace paper. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the left keyboard hinge was broken, the printer door handle was gone and the paper guide was missing, the slide cover rails for the keyboard slide plate were bent, the upper and lower case handles of the programmer were broken, the system fan was noisy and the stylus pen did not plug all the way into the connection of the main processing unit circuit board.